Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up with complaints of syncope. Interrogation revealed that the right ventricular lead exhibited high pacing impedance and high capture threshold. Lead dislodgement or lead perforation were suspected, but not confirmed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of dislodgement, high capture threshold, and high impedance were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.